Event description:
It was reported that the bd max¿ enteric viral panel produced one adenovirus false positive each in lots 1159856 and 1252974. Repeat testing was performed on a different bd max instrument, with both adenovirus results showing up negative. There was no indication that results were reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter: "inconsistent results for adenovirus after repeating the test. Besides a positive result for rotavirus the result logic also showed a positive result for adenovirus, both targets with low CT on bd max ct2488. Because of a suspicious curve the test was repeated on a different bd max. Now (only) the adenovirus results were both negative. A new similar case with a suspicious result occurred in a run in february. This positive adenovirus result was overruled by the microbiologist because of a suspicious curve for this target... This last run was performed on a different bd max (ct2390). There are different lots involved here (1159856 and 1252974)."

Manufacturer narrative:
Common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1159856 medical device expiration date: 2022-11-19 device manufacture date: 2021-06-08 medical device lot #: 1252974 medical device expiration date: 2023-03-19 device manufacture date: 2021-09-09 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: after further review, this was found to be an instrument cross-talk issue, not a reagent issue. Therefore, this complaint will be cancelled.

Event description:
It was reported that the bd max¿ enteric viral panel produced one adenovirus false positive each in lots 1159856 and 1252974. Repeat testing was performed on a different bd max instrument, with both adenovirus results showing up negative. There was no indication that results were reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter: "inconsistent results for adenovirus after repeating the test. Besides a positive result for rotavirus the result logic also showed a positive result for adenovirus, both targets with low CT on bd max ct2488. Because of a suspicious curve the test was repeated on a different bd max. Now (only) the adenovirus results were both negative. A new similar case with a suspicious result occurred in a run in february. This positive adenovirus result was overruled by the microbiologist because of a suspicious curve for this target. This last run was performed on a different bd max (ct2390). There are different lots involved here (1159856 and 1252974)."